Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited code 1005 indicating that an open circuit condition during shock delivery. The physician performed a defibrillation threshold (dft) test. The boston scientific representative asked why a dft test was performed. The physician stated that the impedance has been a little high. Technical services (ts) reviewed the code and resolution recommendations. The device remains in use. No additional adverse patient effects were reported.